Event description:
Revision planned for patient with a bicompartmental knee implant.

Manufacturer narrative:
Revision planned for patient with a bicompartmental knee implant. Patient will be revised to a tkr. Review of the device history record indicates that the device was manufactured to specification.